Event description:
Dr reports that pt experienced a foreign body sensation in the left eye on 2/13. On 2/14, the pt developed ocular discharge, conjunctival flare, swelling and a decrease in visual acuity (left eye). The pt went to the dr's office on 2/16 and was noted to have corneal erosion and perforation. An intravenous drip of antibiotic and steroid (firstcin 2g once a day; rinderon 8mg once a day) was started. A culture taken by the dr was positive for staphylococcus. After 9 days of i.v. Steroid and antibiotic treatment, the inflammation was reported to have almost resolved. Medication was changed to oral drug and ophthalmic solution (flomox 100mg three times a day; predonine 10mg once a day). At last report, there was still corneal opacity at the perforation site. Per physician, adequate warnings regarding potentially serious complications of contact lens wear and contact lens care products were not communicated to the pt.